Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 1 instances of audio bolus failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 571 allegations of a malfunction, 360 pumps were returned to animas and investigated. Of the investigated pumps, 177 were found to be malfunctioning due to a bolus button defect. During investigation for unrelated complaints, there were 4 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 45 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-71 years of age and between 48 and 297 pounds. Of the reported patients, 22 were male and 23 were female.